Event description:
This lead was implanted on (B)(6) 2012, and was explanted on (B)(6) 2013, due to inappropriate shock, oversensing and impedance issues. The physician was dr. (B)(6), at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).